Manufacturer narrative:
The insulin pump communicated properly with glucose sensor simulator and the minilink transmitter; the correct test blood glucose value was displayed on the sensor glucose graph screen. The high and low alert features functioned properly during testing and no unexpected arrow anomalies noted on the sensor glucose graph screen during testing. The correct test blood glucose value was sent from glucose meter and received by unit under test; device communicated properly with blood glucose meter. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected motor communication error alarms or hardware low levels alarms during testing, however motor communication error followed by hardware low levels error was present in the format history file due to poor solder joints on u1 of keypad assembly. Device received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power error on their insulin pump. The customer's blood glucose level was 250 mg/dl at the time of the incident. The customer sent the product back for analysis.